Event description:
This spontaneous report was received on (B)(4) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Combination packs, vaginally, for menstruation (frequency, lot number and expiration date unspecified). She mentioned that, several times, after pulling out the tampon, they either turned inside out or came apart and she had to search for the cotton or material from the tampon inside her. She was not sure if she was able to completely remove the tampon from her vagina. She stated that she had been using the tampons when she was a teenager and never had this problem. The action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 24-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-may-2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Combination packs, vaginally, for menstruation (frequency, lot number and expiration date unspecified). She mentioned that, several times, after pulling out the tampon, they either turned inside out or came apart and she had to search for the cotton or material from the tampon inside her. She was not sure if she was able to completely remove the tampon from her vagina. She stated that she had been using the tampons when she was a teenager and never had this problem. The action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on 12-jul-2013. The consumer did not provide a lot number and a sample was not received. A review of the data associated with this complaint revealed no adverse trends. A review of the history of non conformances and capas was conducted. Ncs were recorded for loose fibers that could potentially lead to the issue reported by the consumer. However, CAPA was already initiated to address this issue. A review of product related issue for this period was conducted. No changes related to this complaint were made. The only significant change related to this complaint was the implementation of the beast technologies designed to improve the cohesion between fibers, thereby improving the integrity of the tampon and reducing fiber tufting. Based on the investigation results, no assignable cause was identified. However, the defect experienced by the consumer can potentially be induced by some loose fibers complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.